Event description:
Reported as: "a port leak".

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 13/feb/08. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Further info from the reporter regarding the explant date has been requested. Analysis of the device noted leakage from the port tubing located near the stainless steel connector (this is the portion of tubing located between the stainless steel connector and the port, not between the stainless steel connector and the band). The breakage of the port tubing may be wear related as there is no clear evidence of surgical damage. This breakage may have been the cause of the leakage. Analysis of the device also noted damage from a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). There was no indication of wear related damage to this portion of the lap-band system returned. Analysis of the device noted, in addition, puncture damage, to the port. This damage may have been caused by a surgical tool. Performance tests indicate no leakage at the access port. The lab was unable to duplicate or confirm the reported event. There is no other info available at this time from the surgeon to determine the cause of the alleged event. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."